Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" (specific value was not provided) and the meter bg reading was "high" (specific value was not provided). As a result of the decreased basal delivery, customer's blood glucose (bg) level rose to 600 mg/dl. Bg was addressed via a manual injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.